Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with asystole a few days after implant. The right ventricular (rv) lead was repositioned and when trying to reconnect it to the implantable pulse generator (ipg) it could not be screwed as there was a grommet/ set screw problem. There was no sound when the lead was placed in the ipg. It was also reported there was a pacing problem and no effective stimulation. It was noted the lead ¿measures¿ were always normal. The ipg was removed and replaced. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.